Manufacturer narrative:
The device in question was returned to (B)(4) for evaluation of possible volumetric inaccuracy. During the course of the investigation, it was found that the platen had been bent, causing a free flow condition. The free flow prevented (B)(4) from being able to fully evaluate the volumetric accuracy complaint. The most common cause of a bent platen is use error in which the pump is subjected to a sudden shock, such as a drop onto a hard surface. In the event that a pump receives such a shock, users are instructed by the device's labeling as follows: "warning: impact may cause damage. If dropped, pump must be checked for accuracy prior to use". The nature of the complaint and as-found data appear to indicate that the user likely followed proper post-drop procedures. The device was repaired and returned to the customer. This is a retrospective filing.

Event description:
During (B)(4)'s investigation of a volumetric accuracy-related complaint, it was discovered the pump's platen (door) was bent and causing a free flow condition. (B)(4).